Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone and confirmed the reported issue. The customer stated the issue started after installing a new column on the analyzer. The customer stated they primed the column with 20 samples and analyzed quality control (qc) which resulted in fluctuating qc results and patient data. The following day the customer ran additional primes through the column, ran calibration, and quality control with results within acceptable range. The hlc-723 g8 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure; total area; dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival. The life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies. The most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe.these variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause was due to the column not being primed enough, cause traced to maintenance.

Event description:
A customer reported discrepant patient results for hba1c on the hlc-723 g8 analyzer. The initial result of 6.8% was questioned by the patient's physician. The patient sample was redrawn and retested at a different lab with a result of 5.8%. The lab methodology is unknown. The customer stated the column was recently replaced and quality control (qc) was out of range. Technical support specialist (tss) instructed the customer to prime additional samples through the analyzer and verify retention time (rt) was within acceptable range. The rt was at 0.57 minutes (ideal retention time for sa1c is ~0.59) for most samples. Tss walked the customer through changing the flow factor from 1.09 to 1.05 to steady the rt. The customer stated qc results remained out of range and requested service. A field service engineer (fse) was dispatched to address the reported event, there was no indication of any patient intervention or adverse health consequences due to the reported event.